Manufacturer narrative:
(B)(4). Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to a lack of sample. However, based on report information, the root cause was switching bags during prime. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected use error. The results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) from (B)(6) contacted baxter's technical service center regarding a check supply line alarm that appeared on the homechoice (hc) unit during set up. The hp stated he was not connected and had called baxter earlier. The hp stated he had moved the bag from one line to another line and the hc resumed priming. The hp stated that the hc then alarmed check supply line again. The hp stated he used the same bag. The tsr explained that the hp will have to start over with all new supplies. There was no patient injury or medical intervention associated with this event.